Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon implanted the intraocular lens (iol), she had to use more force to screw the plunger than usual and after the iol entered the eye she discovered a big star shaped damage on the lens back surface. She then cut the lens into small pieces, removed and replaced it. An incision enlargement was performed. The patient had 20/20 vision, the week after surgery. There were no sutures or vitrectomy. The removed lens was discarded by the surgical staff. It was stated during follow up that there was no foreign material on the lens and the area outside the ''star shaped'' zone appeared to be intact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: the video taken during the procedure was evaluated and it was concluded that there is a possibility of component miss alignment. Based on this the complaint reported was confirmed. However, another root cause could be the inadequate use of viscoelastic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the lens was discarded as stated the initial report; therefore, no sample evaluation was possible. The complaint reported cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.